Event description:
It was further reported by the patient that they received 13 inappropriate shocks from the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).